Event description:
A customer reported a malfunction alarm that occurred when the pump failed to charge after a power outage and displayed a "malf 0" code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurs.